Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient experienced ventricular tachycardia (vt) and was defibrillated five times. The following day, vt occurred again. Echocardiogram at bedside showed the impella 5.5 had not moved at 4.8 centimeters but was up against the ventricle wall. The impella 5.5 was repositioned to 4.2 centimeters to be moved from the ventricle wall. It was further reported that patient care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. The impella device was not returned for evaluation. Vt: as the necessary information was not provided, the root cause of the vt/vf was not determined. ¿positioning: pump repositioned to 4.2cm to hopefully help get off the wall some. Myocardium extremely sensitive and extremely small left ventricle (lv) cavity. The cause of the positioning issues is most likely patient condition related due to patient's extremely small lv.